Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  It was reported that the surgeon was drilling for screw placement in the acetabulum through the shell. The drill bit was angled and broke off in the patient. The drill bit tip was unable to be retrieved. The remaining drill bit was also not returned for investigation. To date, this is the first reported complaint for this manufacturing lot. In general, a drill bit fracture can be caused by one or combination of the following: excessive force applied during use, continued operation of the drill after it was stuck against hard material, rapid reversal of direction of rotation when the device is stuck, excessive bending, or low speed/high torque of operation. Without receipt of the broken bit and based on the information provided, a definitive cause for this event cannot be determined with certainty. However, no specific product issues have been identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was not returned for evaluation.

Event description:
It was reported that while the surgeon was drilling for screw placement in the acetabulum through the shell the drill bit was angled and broke off in the patient. The drill bit tip was unable to be retrieved. Attempts have been made and additional information on the reported event is unavailable.